Manufacturer narrative:
The ua2 reagent lot number was 817097. The crep2 reagent lot number was 825134. The ldlc3 reagent lot number was 785697. The ua2, crep2, and ldlc3 reagents' expiration dates were not provided. The field service engineer (fse) checked the instrument and found no issues with the cuvette overflow and the rinse tube. He changed the cuvette/lamp (B)(6)2024 but an issue was found on (B)(6)2024. He did not find a clot or stain on the sample probe but found a red sticky stain on the reagent probe washing station which he cleaned and performed an air purge. The fse visited the customer's site on (B)(6)2024 and found that the water supply pump level was higher than the specification. He adjusted the gear pump. He then completed the flow part inspection and cleaning and replaced the rinse tube due to leakage. Mechanism checks and precision studies were performed and they were within specifications. Calibration and qc were performed with successful results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ua2 assay and 1 patient serum/plasma sample tested with crep2 assay and ldlc3 assay on a cobas pure c303 analytical unit. Sample 1 (patient 1): ua2: initial result: 12.6 mg/dl. Repeat result: 4.65 mg/dl. Sample 2 (patient 2): crep2: initial result: 1.55 mg/dl. Repeat result: 0.726 mg/dl. Ldlc3: initial result: 7.26 mg/dl. Repeat result: 139 mg/dl. The repeat result of 139 mg/dl was deemed to be correct. The customer questioned the initial results as they did not correlate with other test results. No questionable results were reported outside the laboratory and the samples were repeated.

Manufacturer narrative:
The field service engineer (fse) checked the system and replaced a defective rinse tube (reaction cell cleaning). The root cause was consistent with contamination due to a leaky rinse tube (component failure). The service actions performed by the fse resolved the issue.